Event description:
It was reported that during the complex procedure for treatment of two lesions in the heavily calcified left anterior descending artery, pre-dilatation was performed in the mid segment of the vessel using a 2.0x12 trek balloon, followed by a 2.25x20 nc trek balloon. The physician made the decision to attempt one more dilatation of the lesion using a 2.5x15 trek balloon and a potential minor dissection of the vessel occurred. A 2.25x14 non-abbott stent was deployed for treatment of the dissection with optimal results. The physician completed the procedure by treating the proximal lesion. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the 2.5x15 trek balloon was inflated one time to 14 atmospheres. The physician was unsure if what was seen on angiogram was a dissection.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Vessel dissection is a known adverse event in the trek and mini trek, rx, global instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.